Event description:
An endeavor rapid exchange stent was implanted in unknown vessel. It is reported that approximately 23 months post the index procedure, the patient expired. No further details provided.

Event description:
The 1st diagonal was treated during the index procedure.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (death).

Event description:
It was reported that the cause of death was "natural causes". The event was assessed to not be related to the study device.